Event description:
It was reported that the patient presented to the operating room for system replacement procedure. During implant of atrial lead, suture sleeve detached from lead and was wedged in pulmonary artery. The suture was removed. The lead was not implanted; another lead was implanted. The patient¿s condition post procedure was stable.